Event description:
Customer stated, " they saw a spark." Pad was returned for investigation. Customer did not claim injury. Investigator observed a burn cut near the strain relief. Investigator determined the burn cut caused the spark described. Investigator determined that the burn cut was caused by wear and tear of the product over 14 years of constant use. Bce states in the medical device files that the product life is four years.